Event description:
The manufacturer received information alleging a ventilator alarmed and shut down while on a patient and the ventilator was unable to be restarted because the touchscreen was frozen. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Device not return.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator alarmed and shut down while on a patient and the ventilator was unable to be restarted because the touchscreen was frozen. The device was returned to the manufacturer for evaluation and the customer's complaint could not be duplicated or confirmed. The device was found to operate and alarm as designed. In addition of the above evaluation, the device's machine flow sensor, tubing-fi02, tubing- system board, tubing-blower chassis, tubing- low flow 02, and muffler assembly will need to be replaced due to minor contamination. Unit upgrade the software. Unit passed final repair test. Which was not related to the malfunction/issue.